Event description:
On (B)(6) 2014, a notification was received from remote monitoring system stating that monitor/device had established no connection with the website since (B)(4) 2014. Attempts to run home monitor activity report failed. Home monitor logs related to the patient profile showed 2 logs received on (B)(6) 2014. Feedback from remote monitoring system stated the following: another follow-up occured (after (B)(6)) and there is still nothing in the hm activity report. This might be related to a display issue because the database confirms that connections have been established on (B)(6).

Event description:
On (B)(6) 2014, a notification was received from remote monitoring system stating that monitor/device had established no connection with the website since (B)(6) 2014. Attempts to run home monitor activity report failed. Home monitor logs related to the patient profile showed 2 logs received on (B)(6) 2014. Feedback from remote monitoring system stated the following: another follow-up occured (after may 6) and there is still nothing in the hm activity report. This might be related to a display issue because the database confirms that connections have been established on (B)(6).